Event description:
Lab results ((B)(6) 2023): (B)(6)- 770 mpn/ml (above acceptable limit). Device has exceeded it's service life, no service is available.

Manufacturer narrative:
This device failed to meet cardioquip's specifications for water quality. The customer was notified of the bacterial contamination via email on 11/15/2023. Since this device is outside of its service life, cardioquip no longer supports the maintenance of this device. The customer has been told that the device should be removed from use. It is important to note that the contamination is not a result of the device being used past its service life. In general, the risk of contamination occurring should not increase due to use of the device past its service life. Although cardioquip no longer supports the use of the device, the IFU has a cleaning procedure the customer could follow to mitigate the contamination if they decide to continue using the device despite cardioquip's recommendation.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
Lab results (on (B)(6) 2023): (B)(6) 770 mpn/ml (above acceptable limit). Device has exceeded its service life; no service is available.